Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day of the event onset the patient was hospitalized and then discharged after six days. The same day as event onset, the patient was treated with vancomycin injection (1gm, every 5 days, intraperitoneal, for 11 days) and injection ceftazidime (1gm, intraperitoneal, once daily, for 11 days) for peritonitis. At the time of this report, the patient had recovered from all the events. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.